Event description:
Lap chole: "the surgeon attempted to place the clips on the stricture and the clips would not properly close. They kept falling off when attempting to ligate. A second clip applier was used and the same incident occurred," (2 of 2). This incident ref to MDR #2027111-2013-00137.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.